Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening) and inflammatory response. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: lcd panel on the pca was partially then completely inoperable, unknown damage was observed at the corner of the top enclosure, dust-like and unknown contamination was observed on the top cover, left and right cover, on the bottom enclosure, and in the air inlet. Potential hair-like particles were observed on the pca, on the j9 connector, on the interior side of the left side panel, on the blower cap, iso port, and around the walls of the bottom enclosure, dried liquid spots, potential liquid ingress was observed on the interior side of the blower cap, on the blower housing, on and inside the blower motor. Pil observed corrosion on the bottom side of the pca and on the blower cap directly below. A potential insect was observed in the bottom enclosure. Pil observed potential sound abatement foam on the bottom of the blower housing. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found thirty-two error codes. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.